Event description:
During insertion, equipment fell apart after catheter inserted. Difficult removal of guide wire and sheath. Sheath snapped apart when attempting to remove. Approx 2 inches of catheter remained inside the pt. Catheter visible at skin level. Needle clamps used to remove the remains of the catheter tract was left in arm.